Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/27/2017. (B)(4). It was reported that the patient underwent trachelectomy, sacrospinous ligament fixation, a and p repair on (B)(6) 2015, due to recurrent prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat uterine prolapsed, and a mesh was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that after implantation patient experienced pain, erosion, bleeding and bowel problems. It was reported that patient underwent mesh removal on (B)(6) 2012 due to erosion. (B)(4) - bowel problems.